Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to corroded keypad traces. There was no button error alarm. There was no trace of moisture at the electronic or motor assemblies. The pump had cracked case at display window corners, cracked reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was 214 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.